Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the gantry speaker has a lot of static and poor sound and the operator could not hear the patient in the control room through the CT box. Philips field service engineer (fse) confirmed the operator was not able to hear the patient at all times. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the speaker has very poor sound quality and has a lot of static. A philips field service engineer (fse) that took the service call for this reported issue also confirmed that the operator was not able to hear sound from the patient during a procedure. This occurred on a brilliance 64 CT system. There was no report of harm as a result of this issue. The fse evaluated the system and was able to confirm the customer¿s allegation and also confirmed that no sound could be heard coming from the gantry (patient) to the console (operator). The fse stated that a patient was able to hear sounds from the console. The fse determined that a faulty audio board, gantry speaker, and gantry microphone assembly were the cause for the sound quality issues and for the loss of communication from the gantry (patient) to the console (operator). The fse replaced the 4 channel gantry audio board, gantry speaker, and gantry microphone assembly to resolve the issue and return the system to full functionality. The system is operational and in clinical use. This event has been determined not to be a reportable event.